Event description:
It was reported that during a semi-open respiratory surgery, it was found that the part where the knife is attached was broken when loading the cartridge at 3rd firing. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished pcee45a with lot/batch number x9691z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.